Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a cuff surgery a metal part broke in the middle, even though there was no actual movement and was left inside the anchor. All broken off parts have been retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed one unpackaged ar-1927psf-3 sutr anch,peek crkscrw ft,tri-play serial/batch number (B)(6) was received for investigation. The visual evaluation found that the tip of the device was broken off. The device straightness was tested rolling on a surface plate ID:650 and was noted to be slightly bent on the shaft. Functional testing was not performed as the device was received damaged. The most likely cause(s) of the reported failure can be user error, such as misaligned insertion, prying/leveraging, and/or applying excessive force on the device during use.